Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model ar40e +14.0 diopter (d), was performed on the eye of a (B)(6) female patient because she experienced an unexpected postop refraction about -7.0d. Her visual acuity was 0.05d (20/400). Another ar40e but a +14.5d was used as a replacement lens. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the complaint device was returned for evaluation. A visual inspection of the lens was performed. The lens was observed to have a beveled edge typical of the za9003 model, thereby indicating that the lens was not an ar40e as reported by the physician, but a za9003 lens with a different diopter measurement. The reported issue of the unexpected post-op refractive patient result was confirmed by the analysis of the returned sample. An in-depth complaint investigation revealed that the in-line manufacturing inspection equipment (miq) failed; specifically a connection for a camera which captures images of the lens, and uses the image as data for the diopter and contrast measurement, intermittently froze during the manufacture of this lot. The miq measures diopter power and contrast as a final control to ensure that optical quality defects including contrast and diopter defects are rejected. If the miq image freezes, the optical results for intraocular lenses (iols) measured may not be accurate. In this case, the unexpected diopter of the za9003 lens was not detected due to the miq image freeze. It was concluded that the intermittent failure of the miq camera universal serial bus (usb) connection resulted in a sub-set of (B)(4) lenses spread across (B)(4) lots to be released from the manufacturing site for commercial distribution that may not have been accurately measured and therefore potentially may be mislabeled. Abbott medical optics (amo) has initiated a recall, 2020664-08/26/16-001-r for the (B)(4) distributed lenses. Use of a mislabeled iol could lead to potential unexpected postoperative refractive error and may result in a secondary surgical intervention. Furthermore, based on the investigation findings, a correction has been implemented and a corrective action is planned. The correction includes 100% verification of the inspection results from this inspection equipment prior to product release. The planned corrective action involves updating the software interface on the inspection equipment to detect the connectivity issues, generate an error log, and ensure results are not logged when a connectivity issue occurs. With no results logged, the lens cannot be accepted. Amo is in the process of finalizing the timeline for the development and validation of the software changes.

Manufacturer narrative:
Date of report in the initial MDR was sent with an incorrect date. Date of report: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received about the patient. Her birth date and that the explant occurred in her left eye. The patient was in good condition after the explant. Age/date of birth: (B)(6) 1942. Corrected data: it was initially reported that the replacement lens was a model ar40e +14.5 diopter. This is incorrect, the replacement lens is a model ar40e +13.5 diopter. All pertinent information available to abbott medical optics has been submitted.